Event description:
It was reported that the event occurred in the anesthesia department. The jugular was punctured without problems. The spring wire guide (swg) was inserted and the puncture site dilated. The catheter could be advanced over the swg successfully. During removal of the swg, resistance occurred. After a few attempts, the swg could be removed completely, but it was "long drawn out." Additional information received on (B)(4) 2011 from teleflex (B)(4) stated that the swg did unravel. It is reported that the entire swg was removed from the patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.